Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. There were two attempts made, first with a 24mm closure device and then a 27mm closure device. Neither of these devices met all the release criteria. A third device, 31mm in size was successfully deployed and implanted in the laa of the patient. Post deployment as the physician was reviewing the closure device, it was noted that there was a thrombus on the coumadin ridge side of the closure device. The physician re-crossed the septum and attempted to aspirate the thrombus out of the patient. After making multiple attempts at trying to remove the thrombus the physician decided it was not worth the risk of dislodging the thrombus to continue trying to aspirate. The patient was admitted overnight with a heparin drip and reevaluated the next morning. The patient was doing fine and will continue as planned to take oral anticoagulation post procedure for 45 days. The patient has since been discharged from the hospital with the thrombus event still ongoing and being treated.